Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of symptoms/ae: post procedure. It was reported that seven days prior to a left internal carotid artery stenting procedure, the pt experienced a stroke affecting the hemisphere supplied by the current target vessel and was hospitalized. Immediately after post stent dilatation, the pt became hypotensive and was treated with fluids and levophed. One day post procedure the hypotension resolved, however, the pt began to have increased right sided weakness and speech problems. A CT scan of the head was performed with no changes noted. The neurologist attributed the symptoms to transient worsening weakness probably secondary to post stenting hypotension. Two days post procedure the pt's status improved. The weakness on the right side continued but improved and the pt was discharged to home 4 days post procedure with home health care for rehabilitation. Although requested, no add'l info was provided.

Manufacturer narrative:
Study report. The device remains in the pt. The lot number was provided. A review of the device history record is forthcoming. A f/u will be submitted with any relevant info.